Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the flipped pump was determined during attempted refill. The patient was then brought to fluoro where they confirmed the flipped pump. A manual revision was performed. The issue was currently resolved but it was unclear if kinking in the tube occurred. The patient was stable. The hcp was weaning the patient off the pump, going back to oral meds, and will remove the pump as 2nd event of flipping event after revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (2000 mcg/ml at 98 mcg/day) via an implanted pump. The indication for use was intractable spasiticy. It was reported the patient had been having problems with the pump flipping so they were decreasing the daily dose and planning on e xplanting the pump. The patient had been seen by the surgeon for the plan of removing the pump per caller. Caller inquiring what the lowest dose is for the programmed concentration and where to locate the various pump manuals via the mdt website. The event date was noted as (B)(6) 2019.